Manufacturer narrative:
This report will be updated when investigation is complete. This is the same event as 3010536692-2014-01630. This event occurred in the (B)(6).

Event description:
Allegedly the patient was revised due to aseptic loosening stem; implant fracture head (right). Revision njr index no: (B)(4).